Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection; however, an olympus field service technician was at the customer's facility to provide troubleshooting and was able to confirm the customer failures. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. The investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited a black image issue during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.